Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from a second consumer via psp, concerned an (B)(6)-year-old female patient of unknown origin. Medical history included a diabetic coma in 2018, before being diagnosed with diabetes. Concomitant medications included insulin glargine. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml) cartridges via a reusable pen (humapen luxura, half-dose pen), subcutaneously, for the treatment of diabetes mellitus, beginning on (B)(6) 2018. She received 4 iu in the morning, 4 iu after lunch and 3 iu at night. In (B)(6) 2019, eight months after starting insulin lispro treatment, she experienced bloating, stomachache and severe abdominal pain. Due to the events of bloating and severe abdominal pain, she was hospitalized in the intensive care unit for two days during (B)(6) 2019. Hospitalization details including specific admission and discharge dates, laboratory examination findings and corrective treatment were not provided. Since (B)(6) 2019, she had bad psychological state. Reportedly, she did not go to her school regularly. Details were not provided. Later, around mid (B)(6) 2019, she had acetone in urine (as reported +4, no reference range provided). This event was considered serious due to its medical significance by the company. Since an unknown date while on insulin lispro treatment, her two humapen luxura, half-dose pen were heavy to push doses, then they began to not function properly (associated product complaints (pcs) (B)(4)/ lot number 1208g08). She received insulin lispro doses until the pens got stuck, around (B)(6) 2019, she did not miss doses. On (B)(6) 2019, she started to experience high blood glucose level, her blood glucose reached 600 mg/dl; this event was considered serious by the company due to its medical significance. Later her blood glucose decreased to 300 mg/dl then reached 455mg/dl and then on an unspecified date was at 41mg/dl (reference values not provided for all the above). The outcome of the event of blood glucose was 41mg/ml was not provided. She had not recovered from any of the remaining events. Corrective treatment was not reported. Insulin lispro treatment was continued. The user of the humapen luxura, half-dose pens and the training status were not provided. The general humapen luxura, half-dose pen and suspect humapen luxura, half-dose pens duration of use was of twelve months. The humapen luxura, half-dose pens were no longer in use and their return status was unknown. The first reporting consumer related the events of abdominal pain, bloating, acetone in urine and high blood glucose to insulin lispro therapy. The first reporting consumer related the acetone in urine and the blood glucose increased to the humapen luxura, half-dose pens, and did not relate the remaining events to the devices. The second reporting consumer related the event of high blood sugar to the treatment with insulin lispro, did not know if the bad psychological state was related to insulin lispro and did not relate the events of acetone in urine, bloating and stomachache to insulin lispro treatment. The second reporting consumer related the events of acetone in urine and high blood glucose to the humapen luxura hd pen and did not related the events of bad psychological state, bloating and stomachache to the humapen luxura hd pen. No other opinion of causality was provided. Update 11-nov-2019: additional information received on 04-nov-2019 from a second consumer via a psp. Added a new reporting consumer, laboratory data, and the non-serious events of abdominal pain upper, mental disorder and blood glucose decreased. Description as reported of the serious event of blood glucose increased was updated with the following description: then reached 455mg/dl. Narrative and fields were updated accordingly. Edit 18nov2019: updated medwatch fields for expedited device reporting. No new information added. Update 20nov2019: pc (B)(4) received, processed and added to the narrative. No new information added. Edit 22nov2019: the unique device identifier of (B)(4) for the humapen luxura half-dose devices was added for expedited device reporting.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that her humapen luxura hd device was "heavy to push doses" and then "began to not function properly." The patient also reported she "took doses using pen until it was stuck" with "no missed doses." The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1208g08, manufactured august 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the device batch did not identify any atypical findings with regard to device not working or dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product "complaint": (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from a second consumer via psp, concerned an 11-year-old female patient of unknown origin. Medical history included a diabetic coma in 2018, before being diagnosed with diabetes. Concomitant medications included insulin glargine. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml) cartridges via a reusable pen (humapen luxura, half-dose pen), subcutaneously, for the treatment of diabetes mellitus, beginning on (B)(6) 2018. She received 4 iu in the morning, 4 iu after lunch and 3 iu at night. In (B)(6) 2019, eight months after starting insulin lispro treatment, she experienced bloating, stomachache and severe abdominal pain. Due to the events of bloating and severe abdominal pain, she was hospitalized in the intensive care unit for two days during (B)(6) 2019. Hospitalization details including specific admission and discharge dates, laboratory examination findings and corrective treatment were not provided. Since (B)(6) 2019, she had bad psychological state. Reportedly, she did not go to her school regularly. Details were not provided. Later, around mid (B)(6) 2019, she had acetone in urine (as reported +4, no reference range provided). This event was considered serious due to its medical significance by the company. Since an unknown date while on insulin lispro treatment, her two humapen luxura, half-dose pen were heavy to push doses, then they began to not function properly (associated product complaints (pcs) (B)(4)/ lot number 1208g08). She received insulin lispro doses until the pens got stuck, around (B)(6) 2019, she did not miss doses. On (B)(6) 2019, she started to experience high blood glucose level, her blood glucose reached 600 mg/dl; this event was considered serious by the company due to its medical significance. Later her blood glucose decreased to 300 mg/dl then reached 455mg/dl and then on an unspecified date was at 41mg/dl (reference values not provided for all the above). The outcome of the event of blood glucose was 41mg/ml was not provided. She had not recovered from any of the remaining events. Corrective treatment was not reported. Insulin lispro treatment was continued. The user of the humapen luxura, half-dose pens and the training status were not provided. The general humapen luxura, half-dose pen and suspect humapen luxura, half-dose pens duration of use was of twelve months. The humapen luxura with (B)(4), was manufactured in aug2012, was not returned to the manufacturer; other half-dose pen was no longer in use and return status was unknown. The first reporting consumer related the events of abdominal pain, bloating, acetone in urine and high blood glucose to insulin lispro therapy. The first reporting consumer related the acetone in urine and the blood glucose increased to the humapen luxura, half-dose pens, and did not relate the remaining events to the devices. The second reporting consumer related the event of high blood sugar to the treatment with insulin lispro, did not know if the bad psychological state was related to insulin lispro and did not relate the events of acetone in urine, bloating and stomachache to insulin lispro treatment. The second reporting consumer related the events of acetone in urine and high blood glucose to the humapen luxura hd pen and did not related the events of bad psychological state, bloating and stomachache to the humapen luxura hd pen. No other opinion of causality was provided. Update 11-nov-2019: additional information received on 04-nov-2019 from a second consumer via a psp. Added a new reporting consumer, laboratory data, and the non-serious events of abdominal pain upper, mental disorder and blood glucose decreased. Description as reported of the serious event of blood glucose increased was updated with the following description: then reached 455mg/dl. Narrative and fields were updated accordingly. Edit 18nov2019: updated medwatch fields for expedited device reporting. No new information added. Update 20nov2019: pc (B)(4) received, processed and added to the narrative. No new information added. Edit 22nov2019: the unique device identifier of (B)(4) for the humapen luxura half-dose devices was added for expedited device reporting. Update 23dec2019: additional information received on 23dec2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1208g08 of humapen luxura hd pen. Corresponding fields and narrative updated accordingly. Edit 03jan2019: upon internal review updated the medwatch fields.